Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there were two occurrences of a inflation port disconnection during the removal of the unknown dignishield device from the patient; therefore feces splashed onto the medical staff. No medical intervention was required.

Event description:
It was reported that there were two occurrences of a inflation port disconnection during the removal of the unknown dignishield device from the patient; therefore feces splashed onto the medical staff. No medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the fecal management system product ifus are found to be adequate based on past reviews. The device was not returned.